Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they can't get the recharger to charge more than 2 bars. Patient said they have tried different plugs and cables and different outlets. Patient also said when the implanted neurostimulator goes down to 10%, they look down and the recharge session is going but the device is not on. Patient wanted to turn therapy on while in the call. Patient stated that they have to position their communicator just right because their device has moved a little and pops out a little bit. Patient stated that they don't have a lot off fatty tissue where the implant is so it moves. Patient stated that they have consulted with their healthcare provider (hcp) in regards to the issue and the hcp reported that the implant has moved a little but it is not a concern. Patient was able to connect to the implant and turn therapy on. An email was sent to the repair department to replace the recharger. Additional information was received from the patient on (B)(6) 2025. They called after receiving the replacement recharger and asked for assistance for pairing to the recharging app. Agent reviewed steps and patient successfully paired the recharger.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.